Event description:
It was reported that the patient's external unit's power cords began to spark at the back of the unit. There is no consequences to the patient and issue was resolved by replacing the unit.